Event description:
It was reported that during an ankle joint ligament repair procedure, upon opening the packaging of the lupine br ds w/orthcrd device, it was discovered that the anchor had broken off. It was reported that the device was not used. During in-house engineering evaluation, it was determined that the device was broken (2+ pieces): device fractured. It was not reported if there were any delays to the surgical procedure. It was reported that a spare device was used to complete the surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: investigation summary visual inspection of the returned photo found the device sitting on the desiccating tray, the distal end of the anchor was broken. No other anomalies were noted. Investigation summary the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the implant broken at the distal end. One of the fragments was still attached to the inserter. The suture and implant had foreign matter, presumably biological matter. As the device show signs of use, the reported complaint of failure without use cannot be confirmed. The overall complaint was confirmed as the observed condition of the lupine br ds w/orthcrd would contribute to the complained device issue.¿ based on the investigation findings, the potential cause for the suture condition is traced to the procedural variables, such handling of the device or product interaction during procedure. The possible root cause for the device condition can be associated with bending force during insertion. As per IFU, do not twist or apply bending force to the inserter. Doing so may damage the anchor, suture, or inserter tip. Excessive tension may overload the anchor or suture, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history record review: a device history review was performed and no non-conformances were identified related to the reported condition.